Event description:
It was reported that the patient refuses to use the processor, because she hears too loud and feels electric discharge. She complains of the same, when testing is performed. Testing showed that the device has malfunctioned. Checking of the external parts showed that they work properly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.